Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The model number of the subject device is csr135-26pr, which is distributed as csr135-26p in the us. Therefore, the model number in d4 is csr135-26pr as indicated in the package labels of the subject device instead of that of the device (csr135-26p) distributed in the us. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported corsair pro microcatheter was returned for investigation together with its concomitantly used miracle neo 3 guide wire. The returned corsair pro was found three-dimensionally deformed for approximately 100mm from the tip. The distal tip of the catheter was found with circumferential cracks, stretched and ruptured. The concomitantly used miracle neo 3 guide wire was found kinked at approximately 140mm and 280mm from the wire tip. The distal segment of the miracle neo 3 guide wire was slightly deformed in a helical shape. The outer coil of the guide wire was fractured at approximately 35mm from the wire tip, where a tip polymer fragment was found left. Microscopic observation of the fractured segment found that the outer coil was fastened likely by torsional stress with disarranged coils on the proximal side. A fractured tip polymer fragment was wound around on the distal side of the outer coil. The fracture end of the outer coil was twisted and had a flat fracture surface, inferring that the outer coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress might have been applied to the concomitantly used miracle neo 3 guide wire and the subject corsair pro microcatheter while the subject corsair pro microcatheter was caught and pressed due to the anatomical conditions and the deployed stent, reducing the inner lumen of the microcatheter in size and disarranging the outer coils of the miracle neo 3 guide wire. Consequently, the two devices got stuck to each other, causing withdrawal to be difficult. Although it was concluded that this event was not attributed to product quality, it was concluded that the returned subject device was too severely damaged to completely rule out that the fragment might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) ~ do not insert or withdraw this microcatheter into or through stent struts. [Malfunction and adverse effects] - separation.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a moderately tortuous cto lesion where a stent had been deployed in the # 3 segment in the right coronary artery (rca). For reverse controlled antegrade and retrograde tracking (r-cart), wiring was retrogradely performed and an unspecified guide wire was advanced to the antegradely deployed stent. When attempts were made to remove an asahi corsair pro microcatheter that had been antegradely advanced, the microcatheter got stuck with a concomitantly used asahi miracle neo 3 guide wire (not distributed in the us). The subject corsair pro microcatheter could not be removed. A new unit of corsair pro microcatheter and asahi conquest pro guide wire (distributed in the us as confianza pro guide wire) were used to make a crack in the lesion. As the devices were successfully removed new devices were used to deploy a stent and the procedure was completed. The physician commented that a concomitantly used guide wire might have been caught by a stent strut when crossing the lesion. It was informed that there were no issues with the conditions of the patient, who was doing fine.